Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the drawer jammed.As per part investigation, it was determined that the damaged ASSY, CABLE, PYXIBUS,7 DRAWE (PN 104589-03) which had signs of exposed copper strands which lead to the observed thermal damage.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 Initial Reporter Facility Name - (b)(6). A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 22-MAY-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS:The reported condition of Drawer Obstruction was confirmed by FSE and subsequently confirmed in the DCHU inspection process. According to Work Order (b)(4), The Field Service Engineer (FSE) reported that Auxiliary Enhanced Full Height Drawer 1 failed with a required maintenance error. The FSE reseated all cables and pockets and inspected all cables, finding that the PyxisBus cable had multiple cut areas. The FSE replaced the cable, resolving the issue. The customer tested the system and reported no further issues. During DCHU Visual Inspection: PN 104589-03: The inspection revealed multiple cut areas with damaged insulation, exposing and burned copper strands. No fluid ingress or other anomalies were observed. During DCHU testing: PN 104589-03: No testing was required due to evidence of multiple cut areas with exposed copper strands with burn marks, consistent with associated thermal damage. The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint that Drawer Obstruction was due to the damaged ASSY, CABLE, PYXIBUS,7 DRAWE (PN 104589-03) which had signs of exposed copper strands which lead to the observed thermal damage compromising the drawers functionality.